Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 28. Details of surgery: implant surface not completely covered with bone. On (B)(6) 2025, non-osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection and abscess. No further patient complications were reported.